Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position, the valve dove into ventricle and landed in a 20:80 aortic/ventricular position most likely due to a "deep inspiration". Due to risk of embolization and severe aortic insufficiency, a second 26mm sapien 3 ultra valve was implanted within the first. However, during deployment, a pvc ejected the valve causing the valve to land high with minimal overlap on the first valve. The patient was converted to surgery and both valves were explanted. The patient remained stable throughout the procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the first implanted valve. The investigation is ongoing.

Manufacturer narrative:
Please reference related manufacturer report number 2015691-2022-04013. Additional information was received. A corrected MDR is being submitted. Section h6 codes were corrected. Clarification was received that the reported "severe aortic insufficiency" was paravalvular regurgitation. During rapid pacing, the patient took a very deep inspiration causing the anatomy to shift with inflation of the lungs. The team felt that with the change in the anatomy and forward pressure on the system, the valve dove ventricular, resulting in a 20:80 placement. In this case, the complaint originally reported the valve landed too ventricular due to a deep inspiration and had severe aortic insufficiency (unknown if it was central or paravalvular). A second valve was implanted within the first, but the valve landed too aortic due to a pvc during deployment. The patient was converted to surgery and both valves were explanted. However, additional investigation revealed the severe aortic insufficiency was paravalvular leak. As the events occurred within a year of the commercial thv procedure, the s3 valve was implanted in the aortic position, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event is described in the labeling, the tvt registry is the source of information for this event. As such, this event is no longer considered to be a MDR reportable event and a corrected report is being submitted.